Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 51-year-old female was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that they were unable to get adequate flow from an impella 5.5 pump during patient support. At support level p-6, flow rates were only reaching 3.2 l/min. Re-positioning was advised; however, the pump initially remained untouched. Suction was reported to be frequent whenever support levels were raised above p-5. There was no patient harm and support continued with the implanted pump despite the noted issues.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.